Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. - 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 14 previously reported events are included in this follow-up record. Product return status 7 devices were received. 7 device investigation types have not yet been determined.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 14 previously reported events are included in this follow-up record. Product return status: 14 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 14 device investigation types have not yet been determined. 14 devices were not labeled for single-use. 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 14 events had no patient involvement; no patient impact.